Event description:
Customer reported that a pt sample containing anti-e and anti-s did not react with the s postive cells of 0.8% surgiscreen lot 8ss436. No death or serious injury is associated with this event.